Event description:
It was reported that the patients implantable pulse generator (ipg) was not working as intended. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.